Event description:
It was reported the device leaked at the insertion site. The catheter was placed 4/21, removed on 4/29, and replaced with a powerglide. The patient was getting meropenem and doxy. The line was in the left cephalic.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refz2376 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refz2376) have been reported from the same facility.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr s/l powermidline catheter. Usage residues were observed throughout the sample. Microscopic inspection of the sample did not reveal any evidence of prior or current leakage. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during pressurization of the sample. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the device leaked at the insertion site. The catheter was placed (B)(6), removed on 4/29, and replaced with a powerglide. The patient was getting meropenum and doxy. The line was in the left cephalic. Additional information received: midline placed (B)(6) and on 4/29 we replaced it. The patient was getting meropenum and doxy. The line was in the left cephalic. The previous line was in the right cephalic. What type of catheter securement was utilized? Traditional midline.